Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a catheter shaft break occurred. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the shaft of the guidezilla¿ was sheared or split. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, a kink in the distal shaft 8mm from the tip of the device, and a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. A guidezilla¿ guide extension catheter was selected fro use. During procedure, it was noted that the shaft of the guidezilla¿ was sheared or split. The procedure was completed with a non-bsc device. No patient complications were reported.